Event description:
As surgeon attempted to coagulate and divide tissue during a breast case using the covidien cautery according to the MFR's instructions, the cut feature on the cautery handpiece would not function, however, the coag button remained functional. The circulator attempted to trouble shoot the device by moving the plug to another port on the generator. This did not affect the nonfunctioning cut feature of the device. A new handpiece was opened and used for the remainder of this case without incident. Medline industries, (B)(4).